Event description:
It was reported the device was used during a unknown procedure. It was reported the 5mm trocar was introduced under visualization, perforating the mesenteric artery. The rep will gather add'l info.